Manufacturer narrative:
(B)(4). The customer reported only one lead of the 12 lead ECG is displayed. No pt harm was reported. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported only one lead of the 12 lead ECG is displayed. No pt harm was reported.